Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The dr had a cook bentson wire and he was deploying a zilver ptx stent, the wire was then jammed inside the stent and the stent was not moving along the wire and could not be removed over the wire. The whole system, wire and stent had to be removed from the body. The stent was still able to be deployed accurately however the surgeon lost wire position as the system had to entirely removed. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿delivery system cannot be withdrawn'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Device evaluation: the zisv6-35-125-6.0-40-ptx device of lot number c1630402 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2020. On evaluation of the device no defects were observed on the outer sheath. The stent was not returned as expected. A 0.035¿ wire guide was returned in the delivery system and could not be removed. The delivery system was cut during the lab evaluation 56.0 cm from the distal end of the strain relief in an attempt to remove the wire guide. The wire guide could still not be removed from the device after the delivery system had been cut. Document review: prior to distribution zisv6-35-125-6.0-40-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-6.0-40-ptx of lot number c1630402 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1630402. It should be noted that the instructions for use (ifu0117-4) states the following: "following deployment, if resistance is met during the withdrawal of the delivery system, carefully remove the delivery system and wire guide together as a unit." There is no evidence to suggest that the customer did not follow the IFU. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to congealed blood in the delivery system. It is possible that congealed blood bound the wire guide and the outer sheath preventing removal of the device over the wire guide resulting in both the wire guide and the delivery system being removed together after stent deployment. Congealed blood is the most likely root cause in this case as if this was a clearance issue (from a manufacturing issue/ issue with the inner diameter of the device) the user would have likely experienced difficulty when loading the device onto the wire guide to begin with. There is also a100% inspection of the finished product prior to shipping whereby a 0.035" wire guide is passed through the device. Any clearance issues would likely have been caught during this step. As no damage was observed on the outer sheath of the device along with the inability to remove the wire guide from the device after cutting the outer sheath during the lab evaluation suggests congealed blood bound the wire guide to the device and that the outer sheath was not compressed by a difficult anatomy during use. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The dr had a cook bentson wire and he was deploying a zilver ptx stent, the wire was then jammed inside the stent and the stent was not moving along the wire and could not be removed over the wire. The whole system, wire and stent had to be removed from the body. The stent was still able to be deployed accurately however the surgeon lost wire position as the system had to entirely removed.